Manufacturer narrative:
Follow-up #1: date of submission 9/24/15 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: no defect was found. Unable to duplicate the complaint. The last basal delivery and the last bolus delivery were on (B)(6) 2015. On (B)(6) 2015 18:01 a loss of prime was recorded; deliveries resumed at 19:25. An ezbg bolus and an ezcarb bolus were manually calculated; returned pump correctly calculated the same units. Pump¿s bolus calculation feature found to be functioning properly. Review of the tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. No alarms occurred during 24hr duration testing. Returned battery cap/returned cartridge cap used to complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged the patient had a blood glucose of 482 mg/dl, with large ketones, nausea, very tired and thirsty, with polyuria. During troubleshooting, customer support found that the patient had overridden the dosage recommended by bolus calculator feature and recommended the patient seek diabetes management training from the health care provider. There was no indication of pump malfunction. This complaint is being reported as the patient experienced hyperglycemia subsequent to use error of overriding the dosages.